Event description:
The customer reported the system locked up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an outside investigation. Several parts were replaced and other adjusted. The system was then found to be operating as intended.